Event description:
It was reported that tilt and perforation occurred. Computed tomography scan revealed that the intrarenal ivc filter is in place. The tip of the filter is located 1.1cm inferior to lowest renal vein. The tip of the filter is tilted 27 degrees left with respect to long axis of the ivc, which is part due to fact that ivc curves towards the right. The tip of the filter perforates 5mm outside left anterior ivc wall. The right anterior strut perforates 3mm beyond right ivc wall, right middle strut perforates 5mm beyond the right ivc wall and the right posterior strut perforates 3mm beyond right posterior ivc wall. No perforation into adjacent organs. It was further reported that the patient underwent greenfield filter placement on (B)(6) 2001. On (B)(6) 2019 the patient had a CT scan of their abdomen.

Event description:
It was reported that tilt and perforation occurred. Computed tomography scan revealed that the intrarenal ivc filter is in place. The tip of the filter is located 1.1cm inferior to lowest renal vein. The tip of the filter is tilted 27 degrees left with respect to long axis of the ivc, which is part due to fact that ivc curves towards the right. The tip of the filter perforates 5mm outside left anterior ivc wall. The right anterior strut perforates 3mm beyond right ivc wall, right middle strut perforates 5mm beyond the right ivc wall and the right posterior strut perforates 3mm beyond right posterior ivc wall. No perforation into adjacent organs.